Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 34 mg/dl and initially the cause was not known. Food was consumed and the pump was disconnected for a period of time to address the low bg. Upon review of the pump data, it was found that the customer had delivered multiple boluses prior to the low bg. The customer confirmed the information and stated that the low bg was due to use error. Tandem technical support also found that the customer did not have any other settings aside from the basal settings inputted into the pump and advised the customer to discuss the settings with a healthcare provider.